Event description:
Patient was revised for a broken ceramic liner. Ceramic liner was replaced with a 36mm 10 degree e liner and a +7.5 c-taper head with v40 adapter sleeve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. No fragments of the broken alumina insert were returned. There was no evidence of impingement with the neck of the femoral stem on the rim of the sleeve. There was evidence of a wear mark on the inside diameter of the rim of the sleeve most likely from contact with the alumina head prior to fracture of the insert. The inside diameter of the sleeve showed evidence of damage from contact with the fragments of the broken ceramic insert and from contact with the alumina head that occurred after fracture of the ceramic insert. The material analysis report concluded that there was a wear mark on the inside diameter of the rim of the sleeve of the trident alumina insert/sleeve assembly. This wear mark was most likely caused by the alumina head articulating high on the rim of the alumina insert and contacting the rim of the titanium sleeve. Rim loading of the alumina insert may be responsible for the fracture of the insert. There was no evidence of impingement with the neck of the femoral stem on the rim of the sleeve of the trident alumina insert/sleeve assembly. Nothing could be learned about the fracture of the insert of the trident alumina insert/sleeve assembly because none of the broken fragments were returned. The inside diameter of the sleeve of the trident alumina insert/sleeve assembly and the v40 alumina head show damage from contact with the fragments of the broken alumina insert of the trident alumina insert/sleeve assembly. No material or manufacturing defects were observed on the components examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact root cause could not be determined as none of the broken trident liner fragments were returned. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Patient was revised for a broken ceramic liner. Ceramic liner was replaced with a 36mm 10 degree e liner and a +7.5 c-taper head with v40 adapter sleeve.